Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications. A lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
On 08/29/2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 458 and 437 mg/dl with nausea and symptoms of dehydration. The reporter also stated that the pump frequently emitted occlusion alarms despite changes of supplies. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient's healthcare provider had also allegedly made adjustments to the basal rate settings. Troubleshooting with customer technical support revealed that the patient was not using the cartridge according to the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged power issue; therefore, this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.